Event description:
It was reported that the patient with this pacemaker and right ventricular (rv) lead experienced syncopal episodes with faints and loss of consciousness. At a recorded episode there was myopotential noise over sensing recorded at the rv channel with a pause in pacing of approximately three seconds. The rv lead had been programmed unipolar due to a known suspected fracture and damage. There were impedance issues reported and brady pacing rate not as expected. The field representative stated they have also seen myopotential at the right atrial channel and have been able to reproduce. The field representative was going to recommend rv lead replacement. Further information mentioned inadequate stimulation. At this time the rv lead has been surgically abandoned, and the pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.